Event description:
The ge monitor that came with our avance cs2 anesthesia machines (new 2 years ago apparently) has incredibly poor analysis of patients' oxygen saturation. This frequently leaves the patients unmonitored, initiates a lot of work to try new disposables and cables, and often necessitates using a different manufacturers' monitor (nellcor) just to pick up this absolutely vital data. If you had just one monitor to monitor a patient, it would be the oxygen saturation (o2 sat). So for the single most important monitor to be so poorly analyzed that if fails to generate any data at all is totally unacceptable. I have not seen such inadequate oxygen saturation analysis ever in my career as an anesthesiologist - now 19 years of practice. FDA safety report ID # (B)(4).